Manufacturer narrative:
This lead was explanted due to dislodgement on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra signal appears to be oversensing rv signal and has loss of capture. Lead remains implanted and will be evaluated further. Should additional information be received, this file will be updated.